Event description:
"A patient's adapter of a transfer set was not connected with a ti-adapter. The set was in use for 1 day". There was no patient injury or medical intervention associated with this incident.